Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited oversensing of noise leading to inappropriately stored episodes. It was also noted that the lead safety switch (lss) had tripped for the ra lead due to high out of range pacing impedance measurements. The lss switched the lead from bipolar to unipolar. When testing the lead in unipolar there was no noise and impedance measurements were within normal limits. The physician is concerned over possible setscrew or connection issue, but has opted to leave the lead programmed to unipolar with no intervention. At this time all products remain in service and no adverse patient effects were reported.